Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been used. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.